Event description:
While surgically implanting indus invue system into a pt, the surgeon was attempting to remove a temporary fixation pin that had been implanted. The pin broke, leaving part of it stuck inside of the pt's bone. The surgeon intervened by using a burr around the pin, which allowed him to successfully remove the broken end of the pin. This incident required a minor surgical intervention during the surgery. If the pin had to remain, it could have interfered with the function of the device, causing a possible malfunction.

Manufacturer narrative:
No broken part was returned for eval. The report does not indicate any misuse by the surgeon, but this was not confirmed at the time. The breakage required a minor surgical intervention to remove the broken piece from the bone, but this did not require an excessive amount of time to complete the surgery, or any post operative additional recovery time. Spinefrontier did receive a photo of the broke pin, and copy of the fluoroscopic image showing no part remaining in the pt. The pin broke near the top of the shaft, just below the larger head of it, and appears to have been torqued excessively, as threads near the bottom are distorted.